Event description:
Customer's caregiver reported that the customer received "lo" (readings less than 40 mg/dl) from the adc freestyle libre sensor scan in comparison to reading of 41 mg/dl obtained on the competitor meter. On (B)(6) 2019, customer received "lo" (readings less than 40 mg/dl) on the sensor and self-treated. Caller further reported that the customer experienced "shaking" and was at the hospital where unspecified treatment was provided. The customer was still receiving treatment in the hospital during the time of troubleshooting so no further information about the treatment was provided. Attempts to gather additional information regarding the treatment has thus far been unsuccessful. Based on the information provided, there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer received "lo" (readings less than 40 mg/dl) from the adc freestyle libre sensor scan in comparison to reading of 41 mg/dl obtained on the competitor meter. On (B)(6) 2019, customer received "lo" (readings less than 40 mg/dl) on the sensor and self-treated. Caller further reported that the customer experienced "shaking" and was at the hospital where unspecified treatment was provided. The customer was still receiving treatment in the hospital during the time of troubleshooting so no further information about the treatment was provided. Attempts to gather additional information regarding the treatment has thus far been unsuccessful. Based on the information provided, there was no report of death, serious injury, or mistreatment associated with this event.